Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure during warm up. The day of the event the patient saw a red circle with an x displayed on her pump. The patient reported that this error occurs ¿each time they change the sensor¿ and stated that the same issue occurred with 3 other sensors. It was not known if these sensors failed around the same time as this one and contributed to the duration the patient was without cgm readings. The patient experienced feeling unwell, and had symptoms as burning urine, nausea, dyspnea, and frequent urination. The patient went to her doctor and when a fingerstick was taken, the blood glucose reading was 500 mg/dl, and the patient was sent to the emergency room. At the hospital the patient received treatment with antibiotics. A urine test was done which revealed that her condition was not related to a urine infection but was caused by the hyperglycemia. While still being at the hospital the patient then called dexcom. The patient declined to provide any further details regarding the possible treatment and the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient would have been stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an adverse event occurred. The sensor was inserted on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure during warm up. The day of the event the patient saw a red circle with an x displayed on her pump. The patient reported that this error occurs ¿each time they change the sensor¿ and stated that the same issue occurred with 3 other sensors. It was not known if these sensors failed around the same time as this one, and contributed to the duration the patient was without cgm readings. The patient experienced feeling unwell, and had symptoms as burning urine, nausea, dyspnea, and frequent urination. The patient went to her doctor and when a fingerstick was taken, the blood glucose reading was 500 mg/dl, and the patient was sent to the emergency room. At the hospital the patient received treatment with antibiotics. A urine test was done which revealed that her condition was not related to a urine infection but was caused by the hyperglycemia. While still being at the hospital the patient then called dexcom. The patient declined to provide any further details regarding the possible treatment and the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient would have been stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional event or patient information is available.